Manufacturer narrative:
Manufacturer's investigation conclusion: the reported abnormal pump sounds were unable to be confirmed. A specific cause for the reported event could not be conclusively determined. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the patient handbook, ¿introduction¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a motor vehicle accident (mva). The doctor was concerned for abnormal pump sound at apex. The log files were submitted for analysis. The event log files captured routine events, and the ventricular assist device (vad) and peripheral equipment were functioning as intended. No rotor imbalances or rotor noise was noted in the log file. The patient was deemed stable and no sounds were heard later in the day.